Event description:
The customer reported that an (B)(4) monitor fell and was damaged. No patient harm was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The customer reported that an m3046a monitor fell and was damaged. No patient harm was reported as a result of this incident. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.